Event description:
It was reported that the cassette leaked during fill one on the homechoice. The home patient (hp) was connected at the time of the event. The hp stated the source of the leak was a crimp in the cassette tubing near the cassette door, and that the leak was noted when the solution ¿began to spill out¿ of the tubing. The hp stated they did not recall any issues during set up, nor could they determine the cause of the crimping. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.